Event description:
It was reported that the patient thought she turned her implant off on 2013 (B)(6) and 2013 (B)(6) because, she was experiencing pain in her abdomen on her left side which started the night of 2013 (B)(6).the patient awoke and thought it may have been the device because it was in the same general area. She tried turning device back on a few nights later. The patient didn't know what she was seeing on her device and genuinely had no idea what she did while pressing buttons the past few days. She thought the pain may have been constipation. The patient had no idea whether she actually turned her stimulation off the past few days, partly because she didn't feel stimulation as much lately. She sometimes felt stimulation, but didn't feel it all the time. The device was on and set at 2.5 volts on program 4. She thought her voltage was at 4 or 6 before but she really wasn't sure. The last time the patient saw the doctor it was turned up higher and she really felt it when it was on. The patient was assisted in turning device to program 1 at 2.8 volts and she felt stimulation. About 22 months later, the patient had the device explanted. The device was not beneficial for the patient. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) revealed no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3093-28, lot# va02pfj, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.